Event description:
Surgeon attempting laser lithotripsy, there was no aiming beam with initial fiber. Attempted to trouble shoot the laser machine unsuccessfully, had to turn off machine and restart it. Laser fiber is single use, unable to use again when machine restarted. After machine restarted and new fiber inserted the laser had an aiming beam and worked with no issue. No harm to the patient. Olympus empower surgical laser fiber ref # emp-fbx200hs lot: h234510.